Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the proper air removal techniques. Customer¿s blood glucose level was 450 mg/dl. Additionally, it was reported that a cartridge did not fit onto the pump. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained. Reportedly, customer reverted to an alternate method of insulin therapy.